Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the patient developed a pocket infection with erosion. The edge of the patient's implantable cardioverter defibrillator (ICD) was visible in an open skin wound. Under external pressure, pus drained from the pocket. Blood cultures were positive for staphylococcus aureus. The ICD system was removed and the patient was treated with antibiotics. No further patient complications have been reported as a result of this event. The patient is enrolled in the pan psr clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.